Manufacturer narrative:
The broken catheter tube was received in a crushed outer box. It appears the broken gray catheter shipping tube was inside the brown cardboard box when broken and prior to the customer receiving the product. The outer box was bent in the lab at the damaged area to show how much the box was crushed. The gray catheter shipping tube was broken 34cm proximal of the bottom of the gray shipping tube. The shrink seals are still attached, one at the clear adaptor cap and the other around the IFU. The catheter tube was removed from the outer box and placed next to the rectangular outer box, it was found that when the catheter tube was placed to one end of the outer box the break area lined-up with the damage on the outer box. The catheter was found to be in good condition, there was no damage to the distal section of the catheter tube. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed and appears to be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type.

Event description:
It was reported that the outer box was received damaged and the shipping tube inside was broken and the catheter fell out of the sterile container.